Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified functional damage to the power extension cable in the form of the dc jack connector completely broken off from the pvc overmold. Exposed broken internal wires were visible from this damaged area of the power extension cable. The broken off dc jack connector portion of power extension cable was not returned. No visible damage was observed on any other returned cables and cords associated with power connections, which consisted of the power cord and power supply. No other discrepancies or discernible damage besides normal wear and tear could be identified on the returned material. Unit powered on successfully multiple times with the power supply connected directly to the main unit. Unit powered on immediately when the power button was pressed. Manipulation of cables and cords for power at various areas while the unit was powered on produced no intermittent malfunctions or deficiencies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Root cause of a component having exposed wires concluded to be a damaged power extension cable.